Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2g6 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the customer pulled the infusion set and the luer lock became disconnected. Customer's blood glucose level was 175-300 mg/dl. Customer changed the infusion set and resumed insulin delivery.